Event description:
Limited info is known. It was reported that during a pt treatment on a meridian hemodialysis machine, microbubbles were observed extending the length of the venous bloodline without a machine alarm. The microbubbles were reported as being very small. Much smaller than the diameter of the blood tubing. The pt experienced no symptoms of air embolism.